Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump received with pump error 25 alarms and unexpected battery power loss due to j6 connector resistance issue.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm. Customer¿s blood glucose level was 377 mg/dl. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.